Event description:
No additional information.

Manufacturer narrative:
Investigation summary: root cause couldn't be determined due to unavailability of sample information. A complaint history check was performed, and this is the 1st related complaint reported with the defect/condition of foreign matter with lot 5073713 regarding item 381023. Device history was reviewed. No related quality issues or process deviations were found during the manufacture of the subassembly lot and packaging line. A review of the applicable risk document indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that foreign matter was noted on the catheter. Cap removed to canulate pt. Small foreign body/debris noted on tip of the canular. Needle retracted and debris remain stuck to the cannula. Did not go into patient.